Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Placeholder.

Event description:
The dura guard for craniotome attachment broke off without the use of heavy force during surgery. This is 1 of 1 report for event #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product codes: dzi, erl, hbe. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. The investigation of the dura guard has shown that it was broken. It has further shown that the guard was heavily bent. This is a clear sight that the guard was not strong enough to withstand the forces, leading to a failure because of material overload - fatigue. The investigation of the material and production documents has shown that the guard was produced according to the specifications. A product defect could not be determined.